Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot and no nonconformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke during sewing uterus. Changed another one to complete surgery. No adverse patient consequence reported.